Event description:
It was reported that a malfunction alarm occurred on pump and no notable events were observed prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset information, and successfully reset pump with assistance, and no additional corrective actions were reported.